Manufacturer narrative:
This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible, and no further information will likely be made available concerning the event. Event summary: the battery with unknown serial number was not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was defective, and causing critical battery alarms. The battery remains in use. No patient complications were reported as part of the event. This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.